Event description:
A malfunction was reported, indicated by the code "malf 0." It was unknown or the customer declined to answer whether their blood glucose level exceeded 500 mg/dl, thus no specific blood glucose level impact was reported. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller acknowledged.